Manufacturer narrative:
(B)(4). Eval summary: qa analysis revealed that the stent delivery system (sds) was returned with blood on the balloon, on the distal shaft, on the hypotube, on the hub and in the guide wire lumen. There was contrast on the balloon, on the distal shaft. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket were separated, 1.6 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to the separation. The material at the separation was stretched and jagged. There was a kink in the hypotube at the distal end of the strain relief tubing. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and this met mfg criteria. A snap gauge was used to measure the stent implant outer diameter. The stent implant outer diameter measurements met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors; and is typically not associated with a product quality deficiency. Reportedly, no pre-dilatation was performed prior to the attempt to stent the lesion. The promus instructions for use (IFU) states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. The direct stenting attempt and the mildly tortuous anatomical condition likely contributed to the failure to cross. Analysis of the returned sds is consistent with handling/usage. Additionally, it was confirmed that the hypotube and jacket material were separated 1.6 cm distal to the strain relief tubing. The jacket was jagged and stretched at the separation. The fracture faces of the hypotube separation were oval indicating the shaft may have kinked prior to the separation. This type of failure is often attributed to ductile overload at a kink. There was also a kink in the hypotube at the distal end of the strain relief tubing noted, which may have lead to weakening of the sds material such that subsequent application of force or further handling caused the separation. In this instance, since no damage was observed during product inspection prior to use, it is likely that the shaft separation and kink are results of handling during use. A review of the product lot history records did not reveal any non-conforming material reports issued for this lot that could have contributed to the incident and all on-line inspections and testing met mfg criteria. In this case, the reported failure to cross and the subsequent hypotube separation and kink appear to be related to the operational context of the product and not a product quality deficiency. Product performance engineering will monitor the incident circumstances. To help ensure that kinks and shaft separation are not the result of the mfg process, all sds are visually inspected for damage at numerous points in the mfg process, including a final inspection of the product before being inserted into the dispenser coil, and a sampling of units is destructively tested to verify lumen integrity. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that an attempt was being made to perform direct stenting in the mildly tortuous cx. While advancing the promus stent delivery system (sds), the shaft separated outside the body at the end of the shaft by the hub. There were no reported pt effects. The promus sds was removed, and promus was used successfully. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.